Event description:
The manufacturer received info alleging a ventilator's airflow was insufficient. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the tech found the foam of the inlet air path assembly was obstructing the inlet of the blower motor. The device's inlet air path assembly was replaced to address the issue.